Event description:
Event is reportable based on product analysis completed on 03/13/2009. It was reported that during a renal artery stenting procedure, a stent had difficulty crossing the lesion. The 70% stenosed lesion was located in the severely tortuous and moderately calcified renal artery. The vascular stent 7.0 x 19mm was advanced to the lesion, but was unable to be placed correctly. The stent was removed from the patient. The procedure was not completed. No patient injuries or complications were reported. The patient's condition is reported as "stable". However, product analysis revealed stent damage.

Manufacturer narrative:
Returned product consisted of an express sd stent delivery system (sds) with the stent still present on the sds balloon. No kinks, bends, or other irregularities were present on the shaft. The distal tip, balloon and stent were microscopically examined which revealed damage to the mid-section of the stent. The stent was centered on the balloon between the marker bands. There was no damage to the distal tip, balloon or the distal and proximal ends of the stent. A review of the manufacturing documentation confirms that the reported batch met all material, assembly, and performance specifications at the time of release to distribution. The most probable root cause is operational context, due to anatomical / procedural factors encountered during the procedure which limited the device performance. (B) (4).